Manufacturer narrative:
(B)(4). Date sent: 7/14/2023. D4: batch # 335c98. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damage and with two reloads (b and c) present. Both reloads were received fully fired and with the swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 335c98, and no non-conformances were identified. Additional information received: ·the staple was stapled on the intestinal tract which additional suture was performed, but the staple was malformed in shape, so the buried suture was performed. ·the patient is stable, and has been discharged from the hospital. ·the reason of the issue: the assistant surgeon commented that the device clamped too much adipose tissue, and the jaws seems to be opened. The surgeon need to be carful for the amount of the tissue that the device clamps. ·the surgeons comment: I took long time to clamp the target tissue, and fire on it.

Manufacturer narrative:
(B)(4). Date sent: 6/14/2023.

Manufacturer narrative:
(B)(4). Date sent: 6/14/2023. D4; batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot assisted colon procedure, the staple malformed at colon reconstruction. The staple was formed properly around the intestinal tract with the root of the device, but the adipose tissue and a part of the intestinal tract could not be stapled properly with the tip of the device. It was unformed and was in shape. Additional suture was performed on the staple line and subcutaneous suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.